Manufacturer narrative:
Name: tandem address: 11045 roselle street city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. The patient subsequently admitted to emergency room visit for twelve hours on (B)(6) 2026 due to elevated ketones and high blood glucose level and was treated with fluids of potassium and insulin. The patient reported ketones measuring 5.8 mmol/l and were found life threating.